Event description:
During operative hysteroscope procedure there was great difficulty with tubing allowing the glycine to flow properly. Uterine distention was interrupted multiple times during procedure delaying case. Case was completed without further incident.